Event description:
Surgeon reported that he performed a pph procedure on a female patient about a week ago. She returned to the office with vaginal bleeding. He is concerned she is having a post op complication. Surgeon spoke with esc medical director and the following information was provided: the surgeon stated that he had a complication where he believed he had incorporated the posterior wall of the vagina into the pph device and caused a fistula. He asked if there were any special knowledge regarding proper management of such a complication. He was advised that there was not any special knowledge that could be provided. The surgeon asked if his treatment plan of performing an eua and ¿cleaning up¿ the potential fistula was a good idea. He was advised that a good evaluation was a proper start, but that trying to clean up the fistula was probable not going to be sufficient, if indeed a fistula tract was present and that the patient might ultimately require a diversion if a rectal vaginal fistula was present.

Manufacturer narrative:
(B)(4).